Event description:
Related manufacturer reference number: 2017865-2022-12351. It was reported that the patient presented in clinic with discomfort due to extra-cardiac stimulation. Upon interrogation, it was observed that the right atrial (ra) lead exhibited low p-wave amplitudes, and the right ventricular (rv) lead exhibited oversensing. The ra and rv leads were capped and replaced on 23 may 2022. The patient was discharged.